Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 54 mg/dl treated with juice and tabs blood glucose level went high 498 mg/dl then took a bolus. Customer¿s other relevant blood glucose level was between 90 mg/dl and 150 mg/dl however not using auto mode feature on insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.